Event description:
It was reported that balloon rupture occurred. The patient underwent an endovascular therapy. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A coyote es 2mm x 40mm x 145cm was advanced for dilation. The blood vessels in the ankle were constricted, and although dilatation was attempted, during inflation until it reached 8 atmospheres, the balloon ruptured. The device was removed without any problem. The physician had said before the procedure that they would not go further into treatment considering the patient's background, so the procedure was cancelled after the rupture. There were no complications reported, and patient status was good.